Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Visual screen was acceptable, device image download was successful, and preliminary results were acceptable. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
It was reported that a patient presented with erosion of their pacemaker (pm). The pm system was explanted. The patient was stable following the procedure.